Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Boston scientific received information that this right ventricular lead exhibited low pacing lead impedance measurements less than 200 ohms. Additionally, there was oversensing with pacing inhibition noted. Pacing inhibition resulted in asystole but was less than two seconds. Additional information obtained from the field representative indicated that the cause was not determined under fluoroscopy. The device was explanted and the lead was abandoned surgically. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.